Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that while attempting to implant a 12.6mm vticm5_12.6; -8.5/1.5/110 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) it had torn during injection/delivery into the eye. There was patient contact with no patient injury. Lens was not implanted. On the same date in a separate surgery a replacement lens of the same model and length was implanted and this resolved the problem. The cause of the event was reported as unknown.